Manufacturer narrative:
On (B)(6) 2025, the user informed senseonics that the cgm showed results that were different from glucometer measurements. Based on the escalation analysis a sensor replacement was approved due to system performance, and an RMA was issued for further investigation. However, the sensor was not returned to senseonics by the closure of this complaint. The data management system (dms) shows that the user has not used the system since 5 jan 2025. A review of in-vivo data revealed declining signalin all sensing areas at varying rates. A review of the in-vivo data showed a declining signal across all sensing areas, indicative of oxidation of the glucose indicating chemistry in the sensor hydrogel, which most likely contributed to the inaccuracies observed by the user. A replacement sensor was provided to the user as part of the resolution. B4. Date of this report 24 jan 2026. G3. Date received by the manufacturer? 24 jan 2026. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4114,4121. H6. Investigation findings updated to 3231. H6. Investigation conclusions updated to 4307.

Event description:
Senseonics was made aware of an incident where user experienced sensor inaccuracy which led to early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.